Event description:
Overdelivery reported. On 5/12/99, the pump was set to infuse heparin 25,000u in 250cc 0.45% normal saline to run at 1,000u/hr. Later on 5/12, the order was changed to run heparin at 800u/hr and titrate to ptt parameters. It was reported on 5/13 that the bag was hung at 1730 and found empty at 2000. No pump alarms were reported. The ptt drawn immediately following the incident showed results of >200 seconds. No active bleeding or pt harm reported. The physician ordered increased monitoring. No other intervention was ordered.